Event description:
A ventilator was returned to the MFR for routine preventive maintenance. There was no allegation of device malfunction. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, an issue related to the ventilator's sensor board was observed. The device's sensor board was replaced to address the issue.